Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported technical error code could be duplicated. As recommended in the service manual for this error message, the expiratory channel pc (printed circuit) board was replaced but not returned for investigation. The ventilator passed functional and pre-use checks and was cleared for clinical use. Provided ventilator logs confirm the generated a technical error code indicating an open safety valve. Since no parts were returned for investigation, the root cause of the reported technical error code has not been determined, but the replaced expiratory channel pc board was most likely contributing to the event.

Event description:
Manufacturer's ref #: 241364.

Event description:
It was reported that during pre-use check, the ventilator generated a technical error code indicating an open safety valve. There was no patient involvement. Manufacturer's ref: (B)(4).